Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Patient received approximately 20 shocks due to noise on the lead. When interrogated the device was eos. Explant of both the lead and device was recommended. Lumax 340 vr-t, (B) (4), MDR 1028232-2010-00962.